Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's device failed to communicate with the patient's home transmitter via radio frequency (rf) telemetry. When the patient presented in clinic, the device was able to connect with the programmer via inductive wand but was not able to connect via rf antenna. A month later, the patient tried to connect the device with a new home transmitter via rf telemetry but was not successful. This was also done in the clinic after updating the device firmware but was also not successful. The patient currently has an inductive home transmitter. Additionally, a drop in battery life was observed on the device since the rf telemetry anomaly started. There were no patient consequences and the patient will continue to be monitored.